Event description:
On may 13, 2009, terumo cardiovascular was informed that a piece of foreign material was noted to be adhered to the inside wall of a segment of circuit tubing in a cardioplegia line in a cardiopulmonary bypass circuit. This observation was noted during bypass surgery. The foreign matter was removed from the circuit (resulting in minimal blood loss) and the surgery was completed without further incident. It was reported that the pt did not experience a negative outcome as a result of the event.

Manufacturer narrative:
The actual device cited in the reported event was returned to terumo cvs for eval whereby a visual examination was conducted and photographs were taken (method). Additionally, an ft-ir scan (method) was performed on the foreign matter and a determination was made that the material was a form of urethane. The urethane is considered a foreign material to the internal surface of the tubing (result). A conclusion could not be made as to the origin of the urethane and terumo deems the event as "unusual" (conclusion).